Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30.0 mg/ml dilaudid at a total dose of 14.309 mg/day (11.503 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall occurred on (B)(6) 2016 at 14:11 and a motor recovery occurred on (B)(6) 2016 at 14:46. The patient was referred for the replacement to a different hcp. The patient had increased pain with nausea and vomiting. The actions/interventions were the patient was given oral pain medications and referred out for replacement. The cause of the motor stall was unknown.

Manufacturer narrative:
Correction made to the dose of dilaudid the patient was receiving. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30.0 mg/ml dilaudid at a total dose of 14.309 mg/day (11.503 mg/day without a bolus) via an implantable pump for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.